Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the parent¿s follow application did not receive notifications of patient¿s low blood glucose values and the patient experienced a hypoglycemic event. Patient¿s mother reported that at approximately 8:00pm, the cgm (continuous glucose monitor) was displaying a double arrow down, the actual cgm value was unspecified when she noticed that the patient was pale, clammy and feeling anxious. By 9:00pm, the cgm was reading 54 mg/dl, still with the double down arrows, so patient¿s mother administered glucagon and called the paramedics. Paramedics monitored patient but did not administer treatment. Patient did not go to a medical facility for any further treatment. At time of contact, the patient was recovering. No additional patient or event information is available. Data was provided for investigation. Confirmation of the problem was not confirmed via data. The probable cause could not be determined via date.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review of the complaint record, the initial MDR for 3004753838-2018-139140 was submitted in error and is a duplicate of 3004753838-2018-138711. Please disregard 3004753838-2018-139140 as this is a non-reportable complaint.